Event description:
A surgeon reported that a posterior capsular tear (pc tear) occurred. No vitrectomy was needed and the intraocular lens was implanted successfully. Additional information was received from a clinical applications specialist indicating that a radial tear was seen at 2 o'clock and did not extend beyond the equator. There was no vitreous loss and no anterior vitrectomy was needed.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).